Event description:
It was reported that during a laparoscopic sleeve procedure, on first firing with a black reload, the surgeon reported the distal portion of the staple line was not formed properly with serosal tears. The surgeon provided a picture of the tissue. The surgeon oversewed staple line and finished the case with the same gun. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Was not provided by the initial contact. Information is unavailable. Photographs. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photographic conclusion: based on the photographic evidence the cause of the complication is unknown. The belief is that tissue thickness or tissue movement may have played a part in the outcome.